Event description:
A peritoneal dialysis (pd) patient experienced "pd-related" peritonitis manifested by persistent lower abdominal distension and pain, paroxysmal exacerbation, turbid dialysate, nausea and poor appetite. Eight days prior to hospital admission and the peritonitis diagnosis, the patient experienced the symptoms. The cause of the events were not reported. The patient was hospitalized and treated with cefradine (oral), cefazolin (ongoing) and ceftazidime (ongoing) for the event. The same day as the hospital admission, pd therapy was discontinued. At the time of this report, the patient was recovering from the events. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.